Manufacturer narrative:
(B)(6). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction: user had high glucose value.

Event description:
Consumer complaint of hi blood result. Expected fasting blood glucose test result range is 150 to 160 mg/dl. Customer observed symptoms is thirst. Medical intervention sought on (B)(6) 2015. Blood glucose test performed at hosp with result of 709mg/dl and was administered medication to lower glucose levels. Customer went back to emergency room on (B)(6) 2015 for blood glucose result go 600mg/dl and was released when her blood glucose levels were 290mg/dl. She was advised to seek medical attention if her blood glucose is above 400mg/dl. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of hi and hi. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 02/15/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory.